Manufacturer narrative:
As of 12/22/2025, retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b6 of this report for further details. As of 01/12/2026, unused returned product was submitted to the lab for testing with no defects noted. Refer to section b6 of this report for further details. The following sections were updated: b6, g6, h2, and h6 (medical device problem code has been updated from 1670 to 2993). UDI notes: the expiry date is not present on device label.

Event description:
According to the initial report received by aso on november 01, the consumer stated that her husband had an allergic reaction to the product. On the completed consumer information report (cir) received on december 01, 2025, the consumer reported a reaction to the product. The consumer went to the patient 1st urgent care. Per cir, the issue was with the tape and pad of the bandage. The consumer confirmed that the symptoms resolved after stopping use of the product.

Event description:
According to the initial report received by aso on november 01, the consumer stated that her husband had an allergic reaction to the product. On the completed consumer information report (cir) received on december 01, 2025, the consumer reported a reaction to the product. The consumer went to the patient 1st urgent care. Per cir, the issue was with the tape and pad of the bandage. The consumer confirmed that the symptoms resolved after stopping use of the product.

Manufacturer narrative:
As of 12/22/2025, retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.